Event description:
The event is reported as: customer alleges bands broke during a procedure. No pt injury reported.

Manufacturer narrative:
Device sample has not been received by manufacturer at time of this report. DHR review revealed there were no issues related to this complaint. Assessment was conducted and no changes required. Complaint cannot be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it.